Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had the patient had skin irritation described as raw, oozing skin under the therapy electrodes. Follow-up indicated that the patient was provided with a cream and gauze, and that the irritation was getting better.